Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead perforation was noted during patient follow up check. It was also reported the right ventricular (rv) lead exhibited rising and high thresholds since implant. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.